Event description:
On (B)(6) 2011, customer reported that the dxc 600i instrument generated false low na results for 5 patient samples the day before. Results were reported out of the lab. When the issue was noticed, samples were repeated on the other dxc in the lab, and results amended. Treatment was not initiated or withheld based upon the erroneous results reported. Field service engineer (fse) examined the instrument on (B)(6) 2011 and found no issues. Performance was acceptable and the problem could not be duplicated.